Manufacturer narrative:
A ge service representative performed an on site investigation. The technique processor board was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9600 system had a milliamps error and the foot switch locked up. No patient injury was reported.